Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that too many bubbles were produced when aspirating. After inserting the farawave catheter into the faradrive sheath, the physician performed the aspiration. A lot of air bubbles were seen after several tries. The procedure was completed successfully by using a different device. No patient complications have been reported. The product is not expected to be returned. It was further reported the dilator included with the faradrive sheath, and the farawave catheter were inside the sheath prior to, and or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. The guidewire was retracted to the tip of the lumen. No other issue has been reported.

Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that too many bubbles were produced when aspirating. After inserting the farawave catheter into the faradrive sheath, the physician performed the aspiration. A lot of air bubbles were seen after several tries. The procedure was completed successfully by using a different device. No patient complications have been reported. The product was received for analysis. It was further reported the dilator included with the faradrive sheath, and the farawave catheter were inside the sheath prior to, and or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. The guidewire was retracted to the tip of the lumen. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.